Manufacturer narrative:
(B)(4). A review of lot f1708906, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that resistance was felt while advancing a mynxgrip vascular closure device (vcd); therefore the vcd was removed. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that resistance was felt while advancing a mynxgrip vascular closure device (vcd); therefore the vcd was removed. Multiple attempts to gather additional information were unsuccessful. The product was not returned for analysis. Review of lot f1708906 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are warned to not use if components or packaging appear to be damaged or defective. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.